Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscopy using the radius blade metal particles were visible on camera, extensive washing was performed. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed that the blister tray with the identifying information was returned with the batch number of the complaint on the lidstock. There are multiple abrasion marks along the inner blade shaft. Two of the areas appear to have had static debris for multiple rotations. There is bio debris inside the inner shaft blade opening. A functional evaluation showed that the device functioned as intended in all modes on a control system. There were no foreign or metal flakes when tested in clear solution. The complaint was confirmed and the root cause was associated with component failure. Factor that may have contributed to the reported event is insufficient irrigation during use. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a knee arthroscopy using the radius blade metal particles were visible on camera, extensive washing was performed. The procedure was completed with non-significant surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Correction in b5.